Event description:
Physician placing triple lumen subclavian line. While advancing the catheter over the guidewire, physician noticed the wire had split apart. Physician gently pulled back the guidewire, and had to begin procedure all over.